Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the pushwire broke when doctor detached the device. The physician used a new device to complete the surgery. Patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.